Event description:
The customer observed discordant falsely elevated high sensitivity troponin I (tnih) results for five patients on an atellica im 1600 analyzer. The results were reported and questioned by the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica analyzer. The repeat results were lower and considered correct, and the customer issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality control (qc) was acceptable on the day of the event. Siemens dispatched a customer service engineer to the customer site. The cse inspected the atellica im 1600 analyzer, performed maintenance on the aspiration probes (1 and 4) due to clogging, adjusted the secondary vacuum due to low readings, replaced the vacuum regulator, and verified the performance of the analyzer. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00246 on 31-aug-2022. Additional information on (07-sep-2022): siemens reviewed the instrument data and services performed by the siemens customer service engineer (cse), which included cleaning the aspirate probes 1 and 4, realignment of the secondary vacuum, cleaning the clogged probes, replacing the vacuum regulator, and adjusting the secondary vacuum to specifications. Siemens determined the cause of discordant falsely elevated high sensitivity troponin I (tnih) results was due to a wash station clog and poor vacuum. The cse verified the performance of the atellica im 1600 analyzer and noted no issue post-service repairs. The analyzer is operating as specified, and no further evaluation was required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.